Event description:
Drug/diluent: 5 fu. Fill volume: unk. Flow rate: 2 ml/hr. Procedure: unk. Cathplace: unk. B. Braun in (B)(6) reported infusion rate to fast. No adverse event. Infusion date started: (B)(6) 2011. Unk and date of infusion.

Manufacturer narrative:
Method: the sample has not yet been received, but was reported to be available. Results: at this time the device is pending receipt, the device will be evaluated when received. The lot number was not provided; therefore, the device history records could not be reviewed. Conclusions: a f/u report will be filed when the investigation has been completed. Info from this incident has been included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.